Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the pt remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with suspected thrombus and power spikes. There is a concern that the pt is experiencing pulsatility index (pi) within 1.5 - 1.7 range with rpm of 8800. The pt is otherwise hemodynamically stable. Information provided to the manufacturer 2 days later indicated that there are no plans to explant the pump at this time. The pt's power spikes have resolved and the pt was discharged.